Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances. Reprogramming was recommended, and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances. It was further reported that it was suspected that the svc coil experienced a fracture. The coil was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)